Manufacturer narrative:
The device was received. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot number are 250835h and 320545h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified blood product. It was reported that prior to priming the tubing set, loose black specks were noted in the blood filter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.